Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed a sore at the implant site that was aspirated in (B)(6) 2014 (specific date not reported). In early (B)(6) 2014 (specific date not reported) the site was still weeping and the patient was prescribed oral antibiotics (date not reported). In mid (B)(6) (specific date not reported) the patient was admitted to the hospital for IV antibiotics as the issue had not resolved. In late (B)(6) (specific date not reported) the patient underwent wound debridement and subsequently the device was explanted (B)(6), 2014 and the patient was implanted with a new device on the contralateral side.